Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injections of vancomycin (1gram, stat, intraperitoneally), injections of amikacin (500 milligrams, stat, route not reported), injections of amikacin (100 milligrams, once daily, route not reported) and injections of fortum (1 gram, once daily, route not reported) for the event. It was reported that the patient was recovering from the event. It was unknown if pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.